Event description:
It was reported that a balloon rupture occurred. A 10mm x 2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, at fourth inflation, it was noted that the balloon ruptured at 10atm. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the balloon found no issues with the balloon material. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to attempt to inflate the balloon and liquid was observed to be leaking from a balloon pinhole located at the site of the distal marker band. The markerbands and blades section of the device were visually and microscopically examined, and no issues were noted with the markerbands and blades of the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. The tip was visually and microscopically examined, and it was noted that there were no signs of damage on the distal edges of the tip. A visual and tactile examination found no issues with the extrusion shaft and the hypotube shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. A 10mm x 2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, at fourth inflation, it was noted that the balloon ruptured at 10atm. The procedure was completed with another of same device. No patient complications were reported.